Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock lead impedance, eventually going out of range reaching 148 ohms. Technical services (ts) was consulted to review the lead trend data. Upon review, ts identified a pattern suggestive of lead calcification. Ts provided programming recommendations and troubleshooting guidance. At this time, the lead remains in service. No adverse patient effects were reported.